Event description:
It was reported that the patient had fallen ¿so many times¿ that their implantable neurostimulator (ins) had stopped working in mid to late (B)(6) 2013 and had to be explanted and replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v432344, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).